Manufacturer narrative:
Report source: responsible for marketing and operating mitg-surgical products in the territory. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, while stapling the stomach, on the third clamping, the device did not allow stapling and cutting of the tissue. A new device was used to complete the case. There was no patient injury.